Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Sample 1 and 2 may have had possible primary tube contamination while preparing the samples for the bd max validation. Cobas pcr media and cobas pcr media tube are used. However, different unknown swabs are used by this customer and it is not possible to trace which kind. Additionally, sample 1 is most likely near or below the lod of the assay for other sarbecovirus. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in (B)(6) reported having discordant results on two patient samples, for the sars-cov-2 assay on the cobas 6800. These are samples in cobas pcr media that were first tested as neg (negative) on the cobas 6800. As part of a validation, they tested those same samples on the bd max and the samples came out as positive for sars-cov-2. The same tubes were tested again on the cobas 6800 and were detected this time as pos (positive). They are suspecting that they are picking up the targets on the bd max and on the 2nd cobas 6800 run because they are vortexing prior to loading on the bd max (not before loading on cobas 6800 the first time). Both samples are cobas pcr media samples that were loaded on to the c6800 directly (in primary tube) and generated neg results in the first round of testing. As part of a validation, the samples were vortexed and a certain volume was pipetted to be tested on their bd max assay. The samples were recapped manually. After seeing the discordant results, they re-tested the original primary tube and now generated positive results. Sample were kept at 4 degrees in the primary cobas pcr media tube between the 1st and 2nd testing on the cobas 6800. The customer initially reported the results for both samples as neg (negative), but were later amended as pos (positive). Sample 1 and 2 may have had possible primary tube contamination while preparing the samples for the bd max validation. Cobas pcr media and cobas pcr media tube are used. However, different unknown swabs are used by this customer and it is not possible to trace which kind. Additionally, sample 1 is most likely near or below the lod of the assay for other sarbecovirus. No harm is being alleged. The hospital uses our tube and media, but gets distributed many other types of unknown swabs. 2 mdrs are being reported, one for each alleged discordant result reported out of the lab.